Event description:
The customer was attempting to get off the seat of the stairlift at the top of the seat the wrong way. When pt exited the chair, pt was over the step instead of the landing and fell.